Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20628652. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 16329347. Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 272663.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) procedure, wherein the implantable pulse generator (ipg) was replaced, and the spinal cord stimulation (scs) leads were revised. The lead remains implanted in the patient and in use. The patient was doing well postoperatively. The explanted ipg was not released by the facility and will not be returned.